Event description:
A pt reported experiencing inaccurate erratic results with a one touch profile meter. The pt's blood glucose results were 415, 228 and 191 mg/dl. Tests were done within 5 minutes. It was documented that the codes does not match. Pt did not experience any adverse events. No further info has been reported.